Manufacturer narrative:
A ge service rep performed an onsite investigation. The f1 fuse on the power distribution pcb was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.